Event description:
The technician alleged that the side rail will not lock when raised. No pt impact.

Manufacturer narrative:
The technician found the side rail latch was contaminated. The technician cleaned the side rail lock assembly and lubricated the lock to resolve the issue.